Event description:
N/a.

Manufacturer narrative:
Analysis: the icast covered stent delivery system was returned and inspected to determine the cause of the complaint. The balloon had been caught in the knot that was tied in the bio-hazard bag creating a very large curve to the balloon. The catheter shaft was in good condition and did not appear to be damaged. There was no fluid in the balloon and it had been deflated. To determine if the device had a leak the catheter was attached to a 20cc syringe with a 20atm gauge to monitor the inflation pressure. The syringe was filled with 5cc of water and the syringe was pressurized to 2atm as the claim was that the balloon leaked at 2atm. The balloon did not leak. The pressure was then increased to the nominal inflation pressure of 8atm as specified on the product label. The device showed no signs of leaking. The pressure was then increased to the product rated burst pressure of 12atm as specified on the product label. The device again showed no signs of leaking. Based on the results of the investigation the device did not have a leak at all. The product performed properly. Below is a list of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check a review of the device history records indicates that this lot of catheters passed all quality and performance requirements. Conclusion: based on the results of the investigation atrium medical corporation cannot conclude that the device was defective.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated the balloon on the icast stent popped at 2 atm.